Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Consumer states the motors of his chair had to be replaced in (B)(6) of 2011 and he currently is having issues with the motors once again. Consumer states that motors will stop working when he is operating the chair under normal use. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdx4-ps, serial number/date (B)(4) is approximately 5 years 3 months old. The owner's manual part number 1114809 rev. K (apr-07), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.